Event description:
Additional information was received that this product exhibited migration prior to explant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this newly implanted left ventricular (lv) lead was sensing and not pacing as expected. It was alleged that the lead had dislodged as the impedances right after the implant procedure were 1,400 ohms and are now 400-500 ohms. The pacing thresholds were 3.5 volts at 2 milliseconds; however at maximum outputs there was no lv pacing. Boston scientific technical services (ts) discussed troubleshooting and possible revision. It was later reported that this patient underwent a revision procedure and this lead was explanted and successfully replaced with a different lead. No further complications have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.